Event description:
It was reported, that the electrosurgical generator esg-150 had the foot pedal not make contact with the generator. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the motherboard had insufficient contact with the board and the electronic component. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported faulty foot switch activation issue was determined to be due to a faulty mother board/circuit board. Olympus will continue to monitor field performance for this device.